Manufacturer narrative:
Notify date previously indicated 2025-dec-09, new information indicates 2025-dec-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that they were unaware of the "settings not available message' when they met with the patient. The day before that meetings, the patient reported to the rep that they noticed they weren't able to adjust their intensity after picking up their 50 pound grandson. Pt reported that there was a code on their controller, but did not remember what it said. Rep set up the appointment for the next day. At that appointment, the rep connected to the patient's neurostimulator to check connectivity and impedances. They were all green. Rep states that the patient's recharge interval was mostly good with a little excellent and fair. Rep reviewed how to charge as the patient did not have their equipment with them.rep then reprogrammed the patient to see if a slight adjustment in the programming would help the patient obtain some more relief. The rep took out the patient's controller battery and checked all the gold prongs and parts. They appeared well-maintained and intact. Pt left the appointment very pleased. Rep gave the patient their contact information for any addition questions or concerns. Three days later, the patient called the rep stating that they were receiving a message while attempting to recharge. Pt was redirected to patient services to see if the could troubleshoot.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller reported last week they started seeing an error message: setting not available. Cannot provide your desired intensity setting. Caller reports they met with their rep this past tuesday, reprogramming was done and was fine until last night. Caller reports when the message appeared, their ins was 85-90% charged, today its empty. Caller does not have a managing physician.